Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states after the catheter was placed, the pt had issues with healing. The exit site was red and macerated. The pt has to have the catheter replaced due to the lack of healing at the exit site.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.